Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, a stent fracture was discovered. The target lesion was located in the proximal right coronary artery (prox rca) with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation, implanting a 3.00 mm x 20 mm taxus liberte stent and post-dilatation with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, an unknown size ion stent was placed in the proximal rca. In (B)(6) 2011, the patient presented to the emergency room with left precordial chest pain, epigastric pain, nausea, shortness of breath and shaking of arms. On arrival at the emergency room, the subject experienced two episodes of nausea and vomiting, but no hematemesis. The chest pain improved since then with no recurrence and a cardiac catheterization was planned. The proximal rca in-stent restenosis was treated with predilatation with a nc quantum apex balloon. A cutting balloon was then advanced. During the angioplasty, a non bsc image enhancement system was utilized, which revealed that the proximal rca stent (previously placed ion stent in june 2011) appeared to have a possible stent fracture. Subsequently, an 3.5 x 12 mm ion stent was deployed at the proximal rca covering the stent fracture. There was a pullback slightly and covered the previously placed stent in an overlapping fashion. Post-intervention angiography revealed 0% residual stenosis. The patient was discharged 2 days later on prasugrel.

Event description:
Same patient as 2134265-2012-00461. The previously deployed ion stent was 3.5x16mm.

Manufacturer narrative:
(B)(4)

Event description:
Same patient as 2134265-2012-00461.the previously deployed ion stent was 3.5x16mm.